Manufacturer narrative:
Clarification that the customer reported the patient was placed on another ventilator. No patient harm reported. The device was returned and evaluated by vyaire medical's failure analysis laboratory. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the non responsive touchscreen. As an initial action, the fsr replaced front panel assembly. The suspect component was returned for further analysis. The results of the investigation (roi) is provided in the supplemental MDR report (1).

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the root cause was undetermined. The reported problem was unable to be confirmed or duplicated.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a frozen touch screen while on a patient. There was no patient harm or injury associated with the reported issue.